Manufacturer narrative:
Tracking #.50193. Date sent: 10/7/98. D5,6; h4: info not available. Proximate proximate plus md skin stapler: based upon the inquiry info and the visual examination, it was concluded that the returned staples showed signs of being fired onto a hard object. The instrument was returned in good physical condition. The instrument was cycled, fired, fed, and formed the staples within design spec.

Event description:
It was reported the device was used during an unk procedure. It was reported the staples which fired were loose and came out of the wound. A competitor product was pulled to finish the case. There was no consequence to the pt. Staples are being returned with the device.